Event description:
The customer reported erroneously low vitamin b12 and thyroid-stimulating hormone (tsh) results, below normal clinical range, for one pt, involving access 2 immunoassay system. Subsequent testing produced results within clinical range. The elevated results were not released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2010. The fse verified alignments and voltages. The fse adjusted main pipettor alignments and corrected dislodged link on the service loop. All repairs were verified per established procedures. All system test results conformed to the MFR's performance specifications. The pt's sample was collected using plastic gel separated becton dickinson (bd) serum tubes. The tube was allowed to clot between 10 to 30 mins, and centrifuged at 3,200 rpm (rotations per min) for ten minutes. The serum was aspirated into a plastic storage tube and frozen. System checks were performed on (B)(6) 2010 and (B)(6) 2010 and within specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events.